Event description:
Pt called lfs alleging that the meter was reading inaccurately high and eventually started prompting error 1 and error 2. Pt reported feeling as though pt had a low blood glucose level and obtained a reading in the "240's and 250's" (date/time unk). Pt ate food and/or drank a beverage following the attempted use of the meter. Pt obtain a reading between pt reported reported meter reading and the physician's meter reading. Rep did not obtain the time difference between "160 and 170" on the physician's meter. The customer service rep did not obtain the time difference between the reported meter reading and the physician's meter reading. Pt did not report any medical care from the healthcare professional. The physician did make a change to the "n" and "r" insulin regimen in order to stabilize the blood glucose levels. The customer service rep walked pt through a control solution test and it failed to fall within the accepted range. The result of the control solution test was not provided, however, the meter had started prompting error 1 and error 2. The customer service rep did not obtain the date of when the meter started prompting error 1 and error2. Both erro messages could have been caused by permanent or temporary electronic problems or as in the case with error 2, by a used test strip. Pt had been feeling shaky and unable to obtain a blood glucose reading (date/time unknown). Pt had eaten a candy bar and tested on the friend's meter. No blood glucose readings prior to or after eating a candy bar were provided. Based on the info provided, there was no evidence of an adverse event. The customer service rep walked pt through troubleshooting, however, neither error 1 nor error 2 could be resolved. There meter and test strips were replaced.